Manufacturer narrative:
An event of malposition of device and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum, and the patient had left bundle branch block (lbbb). The patient has medical history of coronary artery disease, peripheral vascular disease (lower extremity artery disease), diabetes, hyperlipidemia, and hypertension. It was indicated that the patient had the valve implanted at a final depth of 5mm, which is deeper than the optimal 3mm and could have contributed to the reported event.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: eu0629 - 215, (B)(4). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6mm. There were no reported intraoperative device deficiencies or adverse events. On (B)(6) 2023, the patient had a left bundle branch block on electrocardiogram (ECG). On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient's hospitalization was prolonged. On (B)(6) 2023, the patient was discharged. Subsequent to the previously filed report, additional information was received that the patient had no history of an arrhythmia. There was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum. On (B)(6) 2023, the patient was discharged.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6mm. There were no reported intraoperative device deficiencies or adverse events. On (B)(6) 2023, the patient had a left bundle branch block on electrocardiogram (ECG). On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient's hospitalization was prolonged. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of malposition of device, heart block, and bradycardia were reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum, and the patient had left bundle branch block (lbbb). The patient has medical history of coronary artery disease, peripheral vascular disease (lower extremity artery disease), diabetes, hyperlipidemia, and hypertension. It was indicated that the distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6mm, which is deeper than the optimal 3mm and could have contributed to the reported event. However, this could not be confirmed. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported bradycardia was related to the reported heart block.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. There was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 6mm. There was no extensive calcification under the annular plane but extensive calcification at the level of the annulus just above the membranous septum. There were no reported intraoperative device deficiencies or adverse events. One hour post-implant, the patient became bradycardic with a heart rate of 42 beats per minute. It was also noted that at 5 hours post-procedure the patient had another episode of bradycardia with a rate of 40 beats per minute. The decision was made to administer the patient isuprel. The following day the patient returned to sinus rhythm. On (B)(6) 2023, the patient had a left bundle branch block on electrocardiogram (ECG). The patient had no history of an arrhythmia. On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient's hospitalization was prolonged. On (B)(6) 2023, the patient was discharged. On (B)(6) 2023, the patient had a fever. Paracetamol was given, and blood cultures were performed. On (B)(6) 2023, the patient's temperature returned to normal. The blood cultures were negative.